Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue has been resolved by replacing the onestep cable. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via the onestep CPR complete electrode pads. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.